Event description:
Procedure type: lap chole. According to the reporter: the patient returned to emergency room for acute pain saturday night. The ultrasound revealed fluid present near the cystic duct. The patient went into surgery on sunday, for an open revision which revealed that the clips were off to the side and no longer occluding the duct. The patient had bile peritonitis.

Manufacturer narrative:
(B)(4).